Event description:
It was reported that the multifocal lens was explanted due to significant decentration of the iol. The lens was then replaced with an unknown non-j&j lens. The patient's pre-operative vision was 20/150, and their post-operative vision improved to 20/25. The patient is doing well and has fully recovered. No further information was provided.

Manufacturer narrative:
Section a5: unknown/ not provided. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.